Event description:
The customer reported that when the electrocautery knife was accidentally activated near the scope, the display disappeared momentarily and then returned to normal. It appeared that an error message was displayed; however, this could not be confirmed. The issue occurred during a therapeutic laparoscopic adnexectomy procedure. The procedure was completed using the same device, and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.